Event description:
The customer stated, that the display on this unit is blank and it is also having ECG problems after the device was rained on, during the night in 2006. The problem was discovered by the customer during their routine test of the device the following day, the day after the rain event. There was no pt involvement.